Event description:
The sheath came apart inside the vessel. The sheath was stuck inside the pt therefore the physician put a wire through the sheath. The physician then pulled on the wire and the sheath popped up through the skin; the sheath was pulled out. The facility stated. The pt had a scared tough groin - cook about an hour to get into the pt. Procedure was completed, occurred during removal of devices. No harm to the pt, everything was removed. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) - separates is listed in the instructions for use. The device was returned in a used and damaged condition: sheath had separated into 3 segments. The first separation occurred approx 15 cm from the hub where the sheath is elongated and the coil has unravelled, but remains intact. The second separation occurred approx 2 cm from the first where there is also evidence of elongation and the coil has unravelled and completely separated. Per specifications, flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection for product. "Insure correct inside diameter and outside diameter of tubing." And, "insure material is free from surface defects, bumps and bulges in addition, the IFU cautions the end user," all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." While two inspections confirm the integrity of the sheath prior to shipping, the device may have separated due to adverse contact with calcified lesion(s) or another device and was subjected to tensile forces beyond its design strength, which meets the requirements of iso 11070. It has been confirmed the dilator was not inserted to avoid breakage as stated in the IFU. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Prior similar complaints and a risk analysis resulted in the issuance of a CAPA for this failure mode. The investigation of the CAPA led to a revised IFU issued on (B)(4) 2010, which is prior to the post sterilization services date for this lot.